Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by vyaire. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
It was reported to vyaire that vela ventilator alarmed transducer fault, low expiratory volume, low positive inspiratory pressure and circuit failure while connected to the patient. The patient was immediately removed from the ventilator and placed on a back up device. The customer confirmed there was no patient harm associated with the reported issues. The customer determined the most likely cause of the reported event is the exhalation flow transducer which cannot be calibrated.

Manufacturer narrative:
A vyaire failure analysis lab technician was unable to verify the customer's reported issue. The pcba has been tampered with.